Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of two 3.5 cm cuffs, pump, and balloon were implanted.